Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument had trouble with movement. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The grip tips moved with some delay. This behavior was observed in the pitch/yaw/roll directions an indicated a misalignment of the coordinate frames during the engagement sequence. The probable root cause is attributed to a partially seated instrument and subsequent disengagement. Motion issues are a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula.